Event description:
Caller states that the patient tested 2.4 inr and 1.5 inr during duplicate testing on the same device. Caller states that a comparison lab returned as 2.4 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.